Event description:
It was reported that the patient died during the night after lead replacement procedure. The cause of death was reported as due to a pneumothorax. Additional circumstances related to the death have been requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d284vrc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009.